Manufacturer narrative:
The investigation for the reported thrombus has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The cause of the issue was patient condition/biomaterial. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. When the impella was removed, a clot was found on the device outlet. The patient had been on angiomax and aggrastat during the procedure. As the procedure was already finished, there was no further intervention or patient harm related to this event.